Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricular outflow tract (lvot) and paravalvular leak (pvl) was noted. Subsequently, a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained that the minimal leaflet calcium and a large left ventricular outflow tract (lvot) contributed to the valve dislodgement. The paravalvular leak (pvl) was severe. Following the non-medtronic valve, the pvl remained severe. If information is provided in the future, a supplemental report will be issued.